Manufacturer narrative:
Qn# (B)(4). The MDR report key is 11982929. The MDR text key is 256038909. The report number is mw5101830. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database reported as: "while placing central line, teleflex arrow cdc-45703-1a, guidewire became stuck. When md pulled it out, guidewire unraveled. Md able to extract guidewire in it's entirety."

Manufacturer narrative:
Qn#: (B)(4). The MDR report key is (B)(4). The MDR text key is (B)(4). The report number is mw5101830.

Event description:
Complaint found in maude database reported as: "while placing central line, teleflex arrow cdc-45703-1a, guidewire became stuck. When md pulled it out, guidewire unraveled. Md able to extract guidewire in it's entirety."